Event description:
It was reported that a pump alarm occurred during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge but faced recurring alarms. Customer technical support assisted by replacing the pump, which was under warranty. The customer was instructed to use multiple daily injections as backup therapy while the replacement was being arranged, and they received guidance on returning the problematic pump.